Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance due to conductor fracture. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.